Event description:
It was reported that (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. After the final deployment of the valve, a post balloon aortic valvuloplasty (bav) was decided by the implant team to reduce/eliminate at least moderate perivalvular leak (pvl) of the valve. The final implant depth was 7mm at non-coronary cusp (ncc) and 4mm at left coronary cusp (lcc). The post-bav balloon was advanced onto the non-abbott stiff wire and through the ilio-femoral access site, it was noticed on transesophageal echocardiogram (tee) that the patient developed at least moderate mitral valve regurgitation (mr). Upon further inspection via tee, there appeared to be a possible flailed mitral leaflet and possible severing of an associated chordae tendineae. The physician mentioned the cause of mr was post bav. On (B)(6) 2025, the valve clinic coordinator reported that the patient was doing better and did not do the mitraclip on because echocardiogram (echo) and patient symptoms do not indicate that it¿s needed at this time. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of valve under-expansion, mitral valve regurgitation and paravalvular leak were reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported under-expansion could not be conclusively determined. The cause of paravalvular leak could be due to reported valve under-expansion. It is possible under procedural conditions where the valve was implanted deeper than 4 mm on lcc (from cine review) could contributed to the event. However, this cannot be confirmed. The reported mitral valve regurgitation was due to post balloon aortic valvuloplasty. The reported unexpected medical interventions and surgery are results of case-specific circumstances, as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.